Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r: h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a05 - localizer faulted a1102 - error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted message appeared for the camera. System was swapped out. The probable cause was the camera. Technical services (ts) later walked the manufacturing representative (rep) through the network device interface (ndi) toolbox and found the bump and temp errors, indicating a camera complementary metal-oxide-semiconductor (cmos) battery fault. There was no patient involvement.

Manufacturer narrative:
H2, correction: d3-4 updated. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. The camera (product: 9735821r, lot: p902830) was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) had scratches and housing on the lenses. A check of the event log revealed intermittent firmware incompatibility. There was also a low battery voltage message, along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at 0.370mm with a passing threshold of 0.250mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Fdm b01, fdr c02, c08 and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.